Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Reporter stated the patient experienced hyperglycemia (approximately 360 mg/dl), and when he attempted to use the infusion device, he noticed the buttons were blocked and would not function. The infusion device was requested for evaluation.

Manufacturer narrative:
The complaint cannot be verified due to mishandling of the product. The up button is always active. Due to an external mechanical influence, the snap dome of the up button is pressed through. This led to an always activated up button; therefore, none of the buttons react on pressure.